Event description:
During an aneurysm coiling procedure, it was reported that the 4th coil used experienced high friction inside the microcatheter. After insertion of most of the coil into the aneurysm, the physician withdrew the coil a little bit and noticed that the coil was detached. The physician was able to push the coil forward into the aneurysm and was implanted. No patient injury reported.

Manufacturer narrative:
The device was implanted into the patient and will not be available for evaluation.